Manufacturer narrative:
The reported malfunction was observed during initial testing by the zoll representative at the customer's site. However, the reported problem could not be duplicated when received at zoll medical corporation. The device passed the final test procedure, was recertified and returned to the customer. The battery involved was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.